Event description:
It was reported that during the implant attempt, there was no sensing and no capture on the right ventricular (rv) lead. The lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt, there was no sensing and no capture on the right ventricular (rv) lead. The lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned to the manufacturer. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 6949-58 defib lead, implanted: (B)(6) 2007; 7288 defibrillator, implanted: (B)(6) 2007; 5076-52 non-defib lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.